Event description:
Additional information received reported that the patient received assistance from the health care professional or manufacturer's re presentative on (B)(6) 2013 for a battery replacement and did not have concerns with the device or therapy.

Event description:
It was reported, the patient was unable to adjust stimulation and saw a ¿call your doctor" icon on their patient programmer. It was stated, the patient saw an end of service (eos) symbol on (B)(6) 2013. It was noted, the patient ran their device at 6, 7 or 8 volts but did not have it on all of the time. It was reported, the patient was told by their doctor that the device would last 10 years and then they said 5 years.

Manufacturer narrative:
Product ID 3550-29 lot# n331433, implanted: 2012 (B)(6); product type accessory product ID 3 550-39 lot# n295160, implanted: 2012 (B)(6); product type accessory product ID 3550-14 lot# n335299, implanted: 2012 (B)(6); product type accessory product ID 355531 lot# n326917, implanted: 2012 (B)(6); product type screening device product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).